Event description:
The customer reported that he received a prime rewind alarm on his insulin pump and insulin was shooting out during the manual prime process. The customer's blood glucose level was 260 mg/dl and he treated with the reservoir and infusion set, pushing insulin out with a pencil from the back of the reservoir to his body. The customer stated he was unable to exit the fill tubing loop. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. No rewinds loop or fill tubing loop anomalies noted. The compromised force sensor system alarm occurred during basic occlusion test due to loose/flush drive support disk. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).